Event description:
As reported by the edwards field clinical specialist (fcs), the 26mm sapien valve was positioned 50:50 across the native aortic annulus. However, post deployment the sapien valve was positioned 2-3mm above (aortic) the initial target area, resulting in moderate paravalvular leak (pvl) and severe aortic regurgitation. Elevated pa pressures and hypotension were noted. A second 26mm sapien valve was successfully implanted more ventricular inside the first sapien valve. The final result was trace pvl. Following the procedure, the patient was noted to be in stable condition additional investigation revealed the following: there was no septal hypertrophy or mitral annular calcification (mac). The native aortic valve was moderate-severely calcified. The image intensifier angle and coaxial alignment of the valve and delivery system were both described as good. Post deployment, the first sapien valve was positioned approximately 70:30 aortic. During valve deployment, balloon inflation was held for three or more seconds and there was no loss of pacing capture. Ventilation was not held.

Manufacturer narrative:
Per report, the site is new to the transcatheter aortic valve replacement (tavr) procedure and operator technique may have contributed to the event; however, the exact procedural technique which may have contributed to the aortic malposition could not be confirmed. The fcs and the proctor discussed ways to prevent implanting the sapien valve too aortic in future cases. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Although it cannot be confirmed, it was reported that operator technique may have contributed to the aortic malposition, however, the specifics are not clear. The 70:30 aortic placement likely caused the pvl. The pvl was reduced to trace by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.